Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 76-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella support, the patient had experienced oozing at the access site. The purge was transitioned from heparin to bicarbonate. Additionally, the sheath was repositioned, fem-stop was applied, the patient was transfused with two units of pack red blood cells (prbc), and hemostasis was achieved.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of the access site bleeding issue was high patient act values, the patient had act value above 180 and heparin was also stopped as per the clinical description.